Manufacturer narrative:
At this time product has not yet been returned and the serial number provided is not valid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer received a "replace sensor" message on the day of applying the adc freestyle libre 2 sensor. Customer experienced symptoms of hypoglycemia described as dizziness and sweating, and had contact with healthcare provider who performed a blood glucose test. Customer was reportedly diagnosed with hypoglycemia and treated with insulin. It should be noted that treatment of insulin is not consistent with diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.